Event description:
It was reported the patient underwent a revision surgery left medial meniscus surgery after a peri-prosthetic fracture around internal prosthetic left knee joint was discovered.

Event description:
It was reported that the patient did not undergo a revision surgery but was administered an unknown medication. The construct was in acceptable position/alignment. No evidence of loosening or loss of fixation; patella is tracking well.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Please see attached for the investigation results.